Event description:
It was reported that a "black, unidentified object at the bypass connection" of a polyflux 140h was observed during set up for therapy, further described as "adhering to the top of the dialyzer and on the surface of the sealant". There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.